Event description:
Device 2 of 3. Reference MFR report #: 1627487-2012-05229, 05231. The three reports are related to three patients that are enrolled in an investigator initiated depression study. It was reported high impedance was revealed on the leads of all three patients during replacement procedures. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.